Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulty plugging the charging cable into the usb port of the pump. Although requested, the customer declined to troubleshoot the issue with tandem technical support. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.